Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the user restarted the device to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not make exposure. Analysis of the system log file showed timeout for establishing connection with the generator. During troubleshooting, the fse identified that there was no communication with generator. The fse re-plugged the power supply cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.